Manufacturer narrative:
Batch review performed on 02-nov-2023. Lot 2246144: (B)(4) items manufactured and released on 13-mar-2023. Expiration date: 2028-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.